Manufacturer narrative:
Based on the claim against the product by the customer noting a system error message and that the patient side cart (psc) would not turn on, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue identifying suspect components. The fse replaced the universal power distributer (upd) and system power manager (spm). After replacement, the fse then reseated the psc boom cable and the system started with no further issue. The system was tested and verified as ready for use. Isi received the spm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce or confirm the reported complaint. Fa connected the spm into an xi test system. The unit powered on indicating green led's and no errors. There was still battery back-up power once the ac cord was unplugged. The spm status shows the voltage and current is normal. Fa ran 10 power cycles and idled for one hour with no issues. Isi has received the upd, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hatal hernia surgical procedure, the staff encountered a "patient cart not connected" message while preparing to dock. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the operating room (or) staff to cycle system power and confirm amber led in all power buttons. The live logs were not available. The or staff stated the patient side cart (psc) power button was amber with a display showing blue outer ring circling. The tse asked or staff to cycle system power, emergency power off (epo) and circuit breaker down on the psc. The circling blue power button and amber led returned on the psc. The psc would not power on. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) contacted the operating room staff member to obtain information, but the customer was not able to provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor (upd) board involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. The upd was installed and tested on the - printed circuit assembly (pca) test system. The system started up without any error and with good image. The audio is loud and clear. All the gantry motors were moved the full range of motion without any issues. The board voltage was read, and everything was within range. Ran 150x power cycles with this board, and all passed. The upd remained on the test system in normal operation for 5 hours, and it performed without any anomalies.

Event description:
Refer to h10/h11 for follow-up information.